Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg44wkw10, implanted: (B)(6) 2020, product type: catheter; product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 8578, serial/lot#: (B)(4), ubd: 27-feb-2022, UDI#: (B)(4); product ID: a810, serial/lot#: unknown, ubd: 27-feb-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (30 mg/ml at 15 mg/day) and bupivacaine (11 mg/ml at 5.49 mg/day) via an implantable infusion pump. It was reported that the caller was assisting with a routine pump replacement and the hcp decided to electively replace the pump connector portion of the catheter as well. They removed 6.5cm of the existing catheter. The initial total internal length was 114.3cm - 6.5cm = 107.8cm. 107.8 cm + 7.6cm = 115.4cm. The caller had calculated a total catheter volume (tcv) of 0.237ml and had done a priming bolus with a total catheter volume of 0.377m. This bolus was cancelled before completion and 0.3ml had infused. The calculation was discussed and the tcv was actually 0.253ml + 0.14ml = 0.393ml tcv - 0.3ml delivered = 0.093ml left. The doctor was informed about the calculation error and a correction was made and the pump was updated again. It was also noted that the incorrect catheter connector was used during the attachment of the new catheter segment. The hcp did not want to reopen the patient so they were going to monitor the patient for any symptoms and address the issue at her post-operative appointment. There were no environmental, external or patient factors wh ich may have led or contributed to the issue. It was noted the patient was okay at the time of the report and would be monitored. The patient's status at the time of the report was alive, no injury. The patient's weight was unknown. No further complications were reported.